Event description:
A physician reported that syringe leaked at the hub and splattered collagen material. There was no injury to the physician, and a pt was not involved. No medical intervention was required. The type of needle used was not known.